Event description:
Info rec'd indicates the siderail will not stay in the latched position.

Manufacturer narrative:
The technician isolated the issue to a broken end tube. He replaced the end tube to repair the stretcher.